Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient received results of 12.5 mmol/l and 6.1 mmol/l within 10 minutes on the inform system. Caller states test strips did not "soak up blood" very well. No actions taken based on device results. No adverse event reported. Requested return of suspect device.